Event description:
The customer report falsely elevated architect stat troponin-I and provided the following data for 1 patient: initial result was 0.848 ng/ml, which was questioned, so the sample was repeated, and the result was 0.010 ng/ml (reference customer cutoff value of 0.12 ng/ml). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any non-conformances, potential non-conformances, or deviations. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Trending review did not identify a related trend regarding commonalities for complaint lot and customer reported event. The overall performance of the architect stat high sensitive troponin-I reagent was reviewed using field data from customers. The review found that the median values are within the established limits and no unusual reagent lot performance was identified for lot 07500un24. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the architect stat high sensitive troponin-I reagent, lot 07500un24.